Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and was offline. Troubleshooting was performed, including a system reboot; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. The field service engineer (fse) confirmed that the pyxis unit was down and displaying a black password screen upon arrival. The back panel was opened, and all cabling and boards were inspected to check for any potential shorting issues; however, all indicator lights were found to be active. The top cover was then lifted, and the hard drive (hd) was temporarily disconnected and reconnected after 30 seconds to refresh the unit. The machine was rebooted, and it immediately indicated that updates had not been completed and needed to continue. The system was allowed to complete all updates successfully. Afterward, the customer logged in multiple times, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.